Event description:
This patient expired. Cardiac arrest at home was reported and the patient arrived at the hospital via ambulance with CPR in progress. Acls protocol was followed with no response and the patient was pronounced dead at 0748 am. Cause of death is reported as ischemic cardiomyopathy, congestive heart failure, coronary artery disease and sudden cardiac death. No additional information is available at this time. Should additional information become available, this event will be updated.